Event description:
The aci sales professional was told ¿the balloon ruptured" from a mynxgrip vascular closure device 6f/7f. From the appearance of the device the sales professional stated it looks as if the balloon must have ruptured during prep of the device. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of leak was a longitudinal tear at the balloon, approximately 5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1227902) indicated that the device lot met all established performance criteria prior to shipment.